Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ in ck1 (0.05-0.1-0.15), ck2 (0.2), ck3 (0.3), ck3 (0.5), ck4 (0.5), c5 (0,25), nl1 (0.3) and juvéderm® volift¿ in lp8 (0.5). The following day, patient began to complain of severe swelling of all facial tissues, more pronounced on the left side during the first few days and resistant to drainage therapy. Initially, patient didn't wanted to take corticosteroids. A week later, there was further worsening, with marked edema, shiny and distended hyperemic skin primarily in the zygomatic malar regions, bilaterally symmetrical prolabium, epiphora, and photophobia. Patient was treated with corticosteroids (deltacortene 50 mg) and antihistamines (aerius two tablets daily) led to the remission of the edema for five days. However, upon halving the cortisone dosage, the patient again experienced the onset of edema in the zygomatic region bilaterally. Currently, the edema appearsminimal, but patient is still on cortisone. Symptoms are on going. This is the same event and the same patient reported under abbvie complaint (B)(6) (emdr-41085). This MDR is being submitted for the suspect product, juvéderm® voluma¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.